Event description:
It was reported via repair work order that the the scale was inaccurate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion description-conclusion - customer declined repair and opted to purchase new unit.